Event description:
Report received of a spontaneous rate change when changing from battery to ac power. The pump was programmed to infuse at a rate of 20ml/hr, and was infusing on battery power. The nurse reported that after receiving a low battery alarm, and plugging the pump into the ac power outlet, the infusion rate increased from 20ml/hr to 40ml/hr. The device was removed from clinical service and therapy was continued with a replacement pump. There was no reported adverse pt effect. Though requested, there was no further info available.